Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during insertion of the 2.50x12 rx trek balloon catheter into the guide catheter, the hypotube separated. There was no resistance noted during advancement. The device was simply withdrawn and replaced with a new one. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.